Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer treated their low blood glucose levels with juice. Customer advised they had a large amount of sweets at a party they attended. Customer advised they get a reservoir and fill it into another reservoir when there is a small amount of insulin left. Customer was assisted with contamination regarding reservoirs and was advised to change out their reservoir when empty. Customer declined to troubleshoot low blood glucose levels and knew the reason they went low.